Manufacturer narrative:
This report is submitted on december 03, 2021.

Event description:
Per the clinic, it was reported that the patient swallowed a battery (specific date not reported) and subsequently underwent an endoscopic procedure (specific date not reported) to remove the battery. It was reported that the patient was left unsupervised and the tamper-resistant battery door was not fitted on the speech processor during the event.